Event description:
The customer reported that the system would not start up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups batteries were determined to be faulty. No further repair information is available at this time.